Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer delivered a bolus via the pump to address bg level. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.